Manufacturer narrative:
Please disregard this MDR. The event which is reported on MFR report # 2016493-2021-52369 (8015 alaris pcu 1.5 module s/n (B)(6)) is a duplicate of what reported on MFR report # 2016493-2021-51677 (8015 alaris pcu 1.5 module s/n (B)(6)). All the necessary details has been already reported on MFR report # 2016493-2021-51677.

Event description:
It was reported that the device had keypad issue. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 11apr2019. The review was performed from the date of manufacture to the present date 04may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had keypad issue. There was no patient involvement.